Event description:
It was reported that the customer was performing CPR as the patient was arresting while they were trying to initiate intra-aortic balloon (iab) therapy. Shortly after initiating, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm and was unable to detect trigger. They brought in a second cardiosave iabp and were briefly able to initiate therapy. But again, a fiber optic sensor failure alarm was generated. The clinician was able to get pressure transducer setup on the second iab. The patient expired while performing CPR.

Manufacturer narrative:
Additional reporter information: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found to be broken within the catheter tubing approximately 53.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.